Manufacturer narrative:
Concomitant products: product ID 748940, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 748940, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 74002, lot # n224673, implanted: (B)(6) 2009, product type adapter; product ID 3587a, lot # n064925, implanted: (B)(6) 2006, product type lead; product ID 3587a, lot # n064925, implanted: (B)(6) 2006, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Follow up information received reported that the patient still had problems with their device therapy but was working with their doctor and manufacturer¿s representative. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that neurostimulator wasn¿t functioning properly and would not stay on the selected group. When the patient ¿set the patient to group b, it resets to group a without my input (this occurred within about an hour or two). This condition was intermittent, there was no discernable pattern. The programmer had three groups: a, b, and c (plus one unassigned group ¿-.¿ after recharging, the unassigned group was often active. This had been going on for at least about a month. It was noted that patient was having trouble with his shoulder which b could cover. The shoulder problems had been recurrent and ongoing. The patient¿s shoulder had been getting gradually worse but there was no specific time frame as to when the issues started. The patient was unsure if the problem was because of the patient programmer (pp) or implantable neurostimulator (ins), but thought it was the ins. The patient confirmed he was scrolling to group b and synching, and when he changed to group b he saw the check mark next to it. It was noted the patient was confirming on the pp that the group had changed on its¿ own and it wasn¿t just him feeling stimulation change. The patient reported that he no longer noticed stimulation sensation. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the manufacturer¿s representative (rep) confirmed when meeting with the patient, that the patient had scheduled therapy programmed. It was reviewed when programmed this would switch to group a at the designated time. This action resolved the reported issue. The rep. Indicated that only group a was on scheduled therapy.